Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported on a 23mm sapien in the aortic position via transfemoral approach, approximately 6 years and 11months post implant the valve failed due to stenosis. There was no indication that it failed prematurely. A transthoracic echocardiogram (tte) showed the bioprosthetic aortic valve in place with moderate to severe aortic stenosis and mild prosthetic regurgitation. The aortic valve (av) mean gradient 32mmhg, aortic valve area (ava) by doppler 1.15cm2. The patient was reported feeling 'run down', exertional dyspnea and orthopnea. The patient was started on warfarin medication. The patient is scheduled for transcatheter aortic valve replacement (tavr) valve in valve on (B)(6) 2022

Event description:
A valve in valve procedure was completed, with no reported issues.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing was not performed. Imaging evaluation was performed; possible calcification was observed on two of the three leaflets the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for novaflex+ delivery system with sapien xt valve was reviewed. No IFU/training deficiencies were identified. A complaint history review is not required for devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus or structural valve deterioration (stenosis, regurgitation) reported. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration/deterioration was confirmed by medical record. There was no allegation or indication of device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, a valve in valve was performed due to sapien xt valve degeneration after approximately 6 years 11 months of implantation. In this case, the patient had hyperlipidemia, ckd, and diabetes mellitus which are the well known factors that may increase the risk of valve calcification. As such, available information suggests that patients co-morbidities (hyperlipidemia, ckd, diabetes mellitus) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformance's or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required